Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 6, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic defects were observed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to mechanical failure. A new incision was created to remove the iol. There was no vitrectomy, no suture , and no patient injury reported. No other information was provided.